Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following sections have been updated: one 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth 16(fdi) and used for approximately 1 year. The reported event could not be recreated due to the nature of the dental device and event (medical condition).DHR review was completed for the subject lot number 2018101139. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2018101139) for similar event and no other complaint was identified. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (bost411). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant bost411 at tooth site #16 was removed because of pain when placing the abutment.